Manufacturer narrative:
Expiration unk as lot is unk. (B)(4): no information was provided relative to patient outcome. (B)(4). Event is still under investigation.

Event description:
Twenty days after the chest tube had been in place, the tube separated from the stopcock. This occurred on the side closest to the patient. This was a factory-made connection not able to be manipulated. The tube was left in place, clamped and secured. It was repaired using sterile equipment, stopcock, tubing and tegaderm. This tube remained in place for approx 48 hours before it was removed.